Manufacturer narrative:
This issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause is a malfunction of the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Below correspondence is from customer: hello (B)(6) this sunday we had a hamilton t1 ventilator that had the same symptom as below, the staff tried turning it on and then it alarmed. The only way to stop the alarming was to remove the batteries and so far it functions properly. The serial number is (B)(6) , same ventilator had the same issue in november of 2020. My concern is that I upgraded all of our hamilton t1s to version 2.2.4 so can you please talk with hamilton tech support and tell us if this is still an on going issue and what is the fix going to be by hamilton? We cannot afford to have our staff turn on a ventilator while in flight and it does not function as promised, they do not travel with a backup and it needs to function each and every time they need to use it. (B)(6) can you also talk with hamilton corporate and find out what can be done to make sure each and every time these ventilators function when needed? Thank you.